Event description:
04/16/2019: modified event description: it was reported that during removal of a femoral nail system (fns) implants on (B)(6) 2019, a locking screw self-tapping could not be rotated upon removal on the fns plate using an unknown screwdriver. The surgeon tried to rotate the screw by force that resulted in the screw head being stripped. The surgeon shaved the bone around the screw and finally succeeded in removing the screw. The surgeon then proceeded with the bipolar hemiarthroplasty (bha) procedure and placed an unknown side plate for support. There was a forty-five (45) minutes surgical delay reported. There was no adverse consequence to the patient. Surgical outcome was unknown. Concomitant devices reported: antirotation screw for femoral neck system 85mm length - sterile (part # 04.168.485s, lot # l694645, quantity: 1); bolt f/fem neck syst f/construct length (part # 04.168.285s; l806808, quantity: 1) . This complaint involves three (3) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: the review has shown that the lot l692557 belongs to sub-component 60123890, which was used for finished part 04.168.000s with lot l815454. Part: 04.168.000s, lot: l815454. Manufacturing site: grenchen, release to warehouse date: 16. Mar. 2018. Expiry date: 01. Mar. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: the devices in scope [fns plate and 5.0mm locking screw] and two of the concomitant devices [fns bolt and fns antirotating screw] were returned. It is noted that there are excessive wear marks on the returned products, probably caused during the extraction. According to the complaint description, the surgeon was able to remove the plate and the locking screw by ¿shaving¿ the bone around the screw, thus leaving them locked together. It is safe to assume that all the damage, that is visible on the plate and the screw shaft occurred again during the extraction procedure. In accordance to the complaint description the screw recess was stripped during the removal attempt, when applying additional force. The screwdriver that was used, is still unknown. It is evident that an additional tool was also used, as shown from the markings just around the screw head. Further investigation of the screw recess under magnification confirmed that at the top level of the recess (z¿0mm), the geometrical features of the stardrive are completely worn out (stripped). By moving the focus of the microscope lower inside the recess, at approximately 1.8mm lower from the top level there are geometrical features of the stardrive recess evident. Functional test: in order to measure the removal torque of the locking screw for this case, a standard t25 screwdriver bit (straight) was used along with a digital torque wrench. The torque required to remove the locking screw was measured at 20.03nm. Investigation conclusion: the complaint is confirmed as based on the investigation conducted by r&d, it was possible to remove the locking screw by applying an over torque of 20.03nm using a torque wrench. Based on the surgical technique the user should lock the screw to the plate using a torque limiting attachment (tla) with 4nm. At this stage it is unknown how the screw was locked into the plate (use of tla or not, under power or not), therefore no further conclusions can be drawn with respect to the failure besides the fact that the torque required for this removal exceeded the expected limits. The root cause was identified during the performed pd evaluation and therefore the in the investigation flow listed remaining investigation steps, document/specification review and dimensional inspection are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report captures the intra-op events, where the locking screw head was stripped and could not be rotated, while related complaint (B)(4) captures the post-op removal surgery due to necrosis of the femoral head. Concomitant devices: antirotation screw for femoral neck system 85mm length - sterile (part # 04.168.485s, lot # l694645, quantity: 1); bolt f/fem neck syst f/construct length (part # 04.168.285s; l806808, quantity: 1).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during removal of a femoral nail system (fns) implants on (B)(6) 2019, an unknown locking screw could not be rotated upon removal on the fns plate. The surgeon tried to rotate the screw by force that resulted in the screw head to be stripped. The surgeon shaved the bone around the screw and finally succeeded in removing the screw. The surgeon then proceeded with the bipolar hemiarthroplasty (bha) procedure and placed an unknown side plate for support. There was a forty-five (45) minutes surgical delay reported. There was no adverse consequence to the patient. Surgical outcome was unknown. Concomitant device reported: plate for femoral neck system (part # 04.168.000s, lot# number unknown, quantity 1) and unknown screwdriver (part# number, lot# number, quantity 1). This report is for one (1) femoral neck system plate 1 hole - sterile. This is report 1 of 3 for (B)(4).